Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of capsular contracture and inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." "Add'l surgery is needed in cases where firmness is severe. This surgery ranges from removal of the implant capsule tissue to removal and possibly replacement of the implant itself. Capsular contracture may happen again after these add'l surgeries." "The following is a list of potential adverse events that my occur with breast implant surgery. The risks include: ...capsular contracture ..." "Explantation -patients should be advised that implants are not considered life time devices and they will likely undergo implant removal, with or without replacement, over the course of their life. Patients should also be advised that the changes to their breast following explantation are irreversible."

Event description:
Healthcare professional reported right side inflation and capsular contracture grade IV.